Event description:
Customer reports 4 lv10 infusors attached to 2 separate pts, overinfused over 18 to 21 hours instead of an anticipated 24 hours. Regarding pt identified in part a: 2 units attached to 1 pt contained 1140mg of 5fu in saline to a volume of 240ml. Pt experienced "increased nausea" and required "5-ht" to counter the increased nausea. Report states the pt recovered. No pt info available regarding 2 other units which contained 5200mg of 5fu in saline to a volume of 240ml. The pt experienced increased nausea and had a "feeling of exhaustion". Report states no medical intervention was taken and the pt returned to pre-report status.